Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. A lead safety switch had been triggered, then noise and oversensing were observed in unipolar configuration. No pacing inhibition was observed as the patient was not pacemaker dependent. There were episodes of pacemaker mediated tachycardia (pmt) noted. Isometric exercises and pocket manipulation were performed with the patient which revealed normal measurements. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported.